Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: what was the indication for the myomectomy? Fertility/abnormal bleeding. What type of uterine manipulator was used in the procedure? Valtchev, although it came out partway through the procedure. Were the users able to confirm there was no contact between uterine manipulator or any other hard objects? I can confirm there were no hard objects. Were any unusual sounds heard during the procedure? None except the tone that indicated we needed to clean the instrument, etc. Was the tissue the devices were used on unusually thick, hard or fibrotic? No. Were any alternative energy sources considered prior to the decision to convert to open? We tried a monopolar but it was quite smokey so we couldn't see well enough. How was the procedure completed? Open. What is the patient's current status? Good. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic myomectomy a harmonic was used for 45min before an error message ¿clean jaws¿ appeared. They removed the device and cleaned the jaws but this error came up again shortly after. They then received an error message to replace the instrument. They opened another harmonic and used it for about 10min before another error ¿replace instrument¿ appeared. They opened a third harmonic and the same error ¿replace instrument¿ came up after only one activation. At this point they decided to convert to open because of the time lost changing devices and get hemostatic control. They successfully completed the case open using conventional methods and the patient is doing well. However, there was blood loss (volume unknown) because of the harmonic error messages. They didn¿t use any surgical clips and no reported activations on metal instruments. The same gen11 was used for each harmonic. This was a routine lap myomectomy and they were transecting uterine serosa. The harmonics were activated using the front button. No reported post-op complications. Patient recovering well. This report is for the 1st device.

Manufacturer narrative:
(B)(4). Date sent: 8/30/2022 d4 batch #: v70249 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. The instrument was received with the black coating of the blade damaged. The device was tested on a gen11. The device did activate during functional testing. The device was analyzed, and it was determined that it was used in more than one generator. The device is intended to be used with a single generator. If the device is connected to a different generator an alert screen will be displayed indicating to replace the instrument / no instrument uses remaining / restart generator. The device was disassembled to inspect the internal components and no anomalies were found. Occasionally, damaged to the blade coating occurs when the blade is exposed to metal contact and/or high heat / prolonged activation's without tissue present in the distal section of the jaws and the jaws closed. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This, in turn, can result in failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as, "remove instrument from patient" or ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. This device is packaged and sterilized for single use only. Multiple patient use may compromise the device integrity or create a risk of contamination that, in turn, may result in patient injury or illness. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.